Event description:
It was reported that the patient ¿still¿ had pain and was taking oral medication. The device had moved ¿significantly,¿ beginning ¿a couple months¿ prior to the initial report. The doctor ordered her a ¿pump band¿ but that was ¿just hurting her more.¿ the doctor ¿just¿ wanted the patient to put lanacaine on it. The patient had a ¿purple mark on pump where it moved and it scabs up.¿ the pump was not lying flat but ¿sticking out.¿ the patient had been to the ER (emergency room) ¿multiple times,¿ she had ¿issues¿ specifically noting swelling around the pump. The patient was also not getting the relief she desired. It was noted that the patient was looking for a different pump doctor. The patient had a refill the day of the initial report. The patient reported that the doctor told her he ¿puts 50 cc¿s in¿ when he fills it. The device system was used to infuse dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n171026003, implanted: (B)(6) 2008, product type catheter. (B)(4).